Event description:
As reported by the user facility: nurse inserted catheter, withdrew stylet and laid it down on tray (sharps box was across from bed). Clip had not engaged and when he picked needle up, he received a needlestick injury to his right index finger facility protocol for needlestick injury was followed for pt and employee. Additional info provided by the reporter indicated both the pt and the employee received all hospital protocol blood testing and as far as he knows, the testing has been negative. He reported it is not known if the clip covered the tip of the needle when it was set down. However, his eval was that it could not have engaged. The sample will be sent for eval.

Manufacturer narrative:
The actual introcan safety needle with the safety clip involved in the incident was returned to the MFR to be evaluated. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The clip was off the side of the needle. The catheter was not returned for eval. It was reported the nurse inserted catheter, withdrew stylet and laid it down on the tray. The sharps box was across from bed. Clip had not engaged and when he picked needle up, he received a needlestick injury to his right index finger. It is possible, due to the clip being off the side of the needle, that the clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specs. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for eval.